Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and the insulin pump was severely scratched. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed. Mmt-1712k was requested and customer response was the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a minor scratched lcd window and a scratched case. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 07/10/2020 to 03/08/2024 and 05/29/2024. There was no data available to verify pump errors/alarms noted 2 days prior to the event date 27-mar-2024 in the formatted history file. However, pump error 38 alarm was recorded and found in the formatted history file on: 05/29/2024 11:48:53.000 05/29/2024 11:49:41.000 05/29/2024 11:50:01.000 the pump was cut open to perform visual inspection and found a jammed motor gear box. Slight corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Pump error 38 alarm during self test was confirmed due to a jammed motor gear box. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay. Cosmetic damage was confirmed at the case/screen of the pump during analysis. Pump error 38 alarm during self test was confirmed due to a jammed motor gear box. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.